Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("severe abnormal heavy bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), arthralgia ("joint pain") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (laparoscopic hysterectomy on (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal discharge, weight increased, arthralgia and procedural pain outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, abdominal pain, vaginal discharge, weight increased, arthralgia and procedural pain to be related to essure. The reporter commented: consumer stated that after surgery her symptoms mostly resolved. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain and severe abnormal heavy bleeding. A laparoscopic hysterectomy was performed to remove micro-inserts around 7 years after insertion. Both serious events due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, after the implant procedure consumer presented the events. Given their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), menorrhagia ("abnormal bleeding (menorrhagia), very watery pink blood with mucas"), genital haemorrhage ("severe abnormal heavy bleeding") and adnexal torsion ("right tube was mangled and twisted on itself") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section. Concurrent conditions included obesity, asthma, painful intercourse and dysuria. Family history included asthma (maternal grandmother), cancer (maternal grandmother) and diabetes (paternal grandmother). Concomitant products included budesonide w/formoterol fumarate (symbicort) since (B)(6) 2011, bupropion (wellbutrin) from 2012 to 2016, cabergoline since 2012, eugynon (seasonal), ibuprofen, levothyroxine sodium (synthroid), marvelon (desogen) since (B)(6) 2008, nitrofurantoin (macrobid) from 10-jun-2011 to 20-jul-2011, phentermine from 5-nov-2008 to 27-feb-2012, progesterone (prometrium) from 18-apr-2011 to 10-jun-2011, salbutamol (proventil) and topiramate (topamax) from 19-aug-2011 to 27-feb-2012. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping), severe pain in my right side, it comes every month before and during ovulation, it radiated through to my back and up side"), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue"). In 2009, the patient experienced hypothyroidism ("hypothyroidism"), libido decreased ("decreased libido"), depression ("depression") and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In 2010, the patient experienced weight increased ("weight gain"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In 2011, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), adnexal torsion (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), arthralgia ("joint pain, hip pain"), procedural pain ("painful post-operative recovery"), stress ("stress"), abdominal distension ("bloating, look like 9 months pregnant"), abdominal rigidity ("its tight and uncomfortable"), abdominal discomfort ("its tight and uncomfortable"), coital bleeding ("bleeding after sex"), bowel movement irregularity ("sometimes bowel movement"), nervousness ("nervous"), mood swings ("mood swings"), abdominal pain upper ("still sore in my stomach area though"), musculoskeletal chest pain ("pain on my right side up near my ribs when I take deep breath"), flank pain ("severe pain in my right side"), adnexa uteri pain ("severe pain in my right side, hurts where my ovary is"), back pain ("pain radiates through back") and scar pain ("while I get up from sitting a while the area around my belly button scar hurts on inside"). The patient was treated with antibiotics, surgery ((hysterectomy with bilateral salpingectomy) on (B)(6) 2015), surgery (ablation done) and surgery (ablation on (B)(6) 2011). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, vaginal discharge, arthralgia, procedural pain, hypothyroidism, libido decreased, vaginal haemorrhage, urinary tract infection, depression, stress, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, adnexa uteri pain and back pain had resolved, the adnexal torsion, abdominal rigidity, abdominal discomfort, coital bleeding, bowel movement irregularity, nervousness, musculoskeletal chest pain, flank pain and scar pain outcome was unknown, the weight increased, abdominal distension and abdominal pain upper had not resolved and the alopecia and mood swings was resolving. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain upper, abdominal rigidity, adnexa uteri pain, adnexal torsion, alopecia, arthralgia, back pain, bowel movement irregularity, coital bleeding, depression, dysmenorrhoea, dyspareunia, fatigue, flank pain, genital haemorrhage, headache, hypothyroidism, libido decreased, menorrhagia, migraine, mood swings, musculoskeletal chest pain, nausea, nervousness, pelvic pain, procedural pain, scar pain, stress, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: consumer stated that after surgery her symptoms mostly resolved. After hysterectomy or just tubes removal, she felt better and all or most symptoms were gone. Rostium w/ 3 coils visible, then into l ostium w/ 2 coils visible. Patient tolerated procedure well cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : decreased libido, pelvic pain, menorrhagia, migraine. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-jun-2018: new reporters, concomitant medications, new events adnexal torsion, abdominal distension, abdominal rigidity, abdominal discomfort, coital bleeding, bowel movement irregularity, arthralgia, mood swings, abdominal pain upper, musculoskeletal chest pain, flank pain, adnexa uteri pain, back pain and scar pain added. Outcome for the events mood swings, alopecia updated to recovering / resolving, for events weight increased, abdominal distension, abdominal pain upper updated to not recovered / not resolved and for events adnexa uteri pain and back pain updated to recovered/ resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("severe abnormal heavy bleeding") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, asthma, painful intercourse and dysuria. Family history included asthma (maternal grandmother), cancer (maternal grandmother) and diabetes (paternal grandmother). Concomitant products included budesonide w/formoterol fumarate (symbicort) since (B)(6) 2011, bupropion (wellbutrin) from 2012 to 2016, cabergoline since 2012, eugynon (seasonale), levothyroxine sodium (synthroid), marvelon (desogen) since (B)(6) 2008, nitrofurantoin (macrobid) from (B)(6) 2011 to (B)(6) 2011, phentermine from (B)(6) 2008 to (B)(6) 2012, progesterone (prometrium) from (B)(6) 2011 to (B)(6) 2011, salbutamol (proventil) and topiramate (topamax) from (B)(6) 2011 to (B)(6) 2012. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue"). In 2009, the patient experienced hypothyroidism ("hypothyroidism"), libido decreased ("decreased libido") and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In 2010, the patient experienced weight increased ("weight gain"). In 2011, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), vaginal discharge ("vaginal discharge"), arthralgia ("joint pain"), procedural pain ("painful post-operative recovery"), depression ("depression") and stress ("stress"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy)) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal discharge, weight increased, arthralgia and procedural pain was resolving and the hypothyroidism, libido decreased, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, stress, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue and alopecia had resolved. The reporter considered abdominal pain, alopecia, arthralgia, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypothyroidism, libido decreased, menorrhagia, migraine, nausea, pelvic pain, procedural pain, stress, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: consumer stated that after surgery her symptoms mostly resolved. After hysterectomy or just tubes removal, she felt better and all or most symptoms were gone.r ostium w/ 3 coils visible, then into l ostium w/ 2 coils visible. Patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : decreased libido, pelvic pain, menorrhagia, migraine. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received, reporter added, concomitant drug added, events added as :-hypothyroidism, libido decreased, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, stress, migraine, headache, nausea, dysmenorrhagia, dyspareunia, vaginal diaschrge, fatigue, alopecia, incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain'), menorrhagia ('abnormal bleeding (menorrhagia), very watery pink blood with mucas'), genital hemorrhage ('severe abnormal heavy bleeding') and adnexal torsion ('right tube was mangled and twisted on itself') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section. Concurrent conditions included obesity, asthma, painful intercourse and dysuria. Family history included asthma (maternal grandmother), cancer (maternal grandmother) and diabetes (paternal grandmother). Concomitant products included from (B)(6) 2011 to (B)(6) 2011, antibiotics from (B)(6) 2011 to (B)(6) 2011, budesonide;formoterol fumarate (symbicort) since (B)(6) 2011, bupropion hydrochloride (wellbutrin) from 2012 to 2016, cabergoline since 2012, desogestrel;ethinylestradiol (desogen) since (B)(6) 2008, ethinylestradiol;levonorgestrel (seasonale), ibuprofen, levothyroxine sodium (synthroid), phentermine from (B)(6) 2008 to (B)(6) 2012, salbutamol (proventil) and topiramate (topamax) from (B)(6) 2011 to (B)(6) 2012. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping), severe pain in my right side, it comes every month before and during ovulation, it radiated through to my back and up side"), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue"). In 2009, the patient experienced hypothyroidism ("hypothyroidism/low thyroid"), libido decreased ("decreased libido"), depression ("depression") and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In 2010, the patient was found to have weight increased ("weight gain, I haven't lost any weight "). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In 2011, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced genital hemorrhage (seriousness criteria medically significant and intervention required), adnexal torsion (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), arthralgia ("joint pain, hip pain"), procedural pain ("painful post-operative recovery"), stress ("stress"), abdominal distension ("bloating, look like 9 months pregnant, I'm still bloated"), abdominal rigidity ("its tight and uncomfortable"), abdominal discomfort ("its tight and uncomfortable"), coital bleeding ("bleeding after sex"), bowel movement irregularity ("sometimes bowel movement"), nervousness ("nervous"), mood swings ("mood swings"), abdominal pain upper ("still sore in my stomach area though"), musculoskeletal chest pain ("pain on my right side up near my ribs when I take deep breath"), flank pain ("severe pain in my right side"), adnexa uteri pain ("severe pain in my right side, hurts where my ovary is"), pain ("pain radiates through back"), scar pain ("while I get up from sitting a while the area around my belly button scar hurts on inside"), asthenia ("my energy is better"), palpitations ("heart palpitations"), muscle spasms ("cramping") and rash macular ("tiny little red dots on body"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) on (B)(6) 2015, ablation done and ablation on (B)(6) 2011). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, genital hemorrhage, abdominal pain, vaginal discharge, arthralgia, procedural pain, hypothyroidism, libido decreased, vaginal hemorrhage, urinary tract infection, depression, stress, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, adnexa uteri pain and pain had resolved, the adnexal torsion, abdominal rigidity, abdominal discomfort, coital bleeding, bowel movement irregularity, nervousness, musculoskeletal chest pain, flank pain, scar pain, palpitations, muscle spasms and rash macular outcome was unknown, the weight increased, abdominal distension and abdominal pain upper had not resolved and the alopecia, mood swings and asthenia was resolving. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain upper, abdominal rigidity, adnexa uteri pain, adnexal torsion, alopecia, arthralgia, asthenia, bowel movement irregularity, coital bleeding, depression, dysmenorrhoea, dyspareunia, fatigue, flank pain, genital hemorrhage, headache, hypothyroidism, libido decreased, menorrhagia, migraine, mood swings, muscle spasms, musculoskeletal chest pain, nausea, nervousness, pain, palpitations, pelvic pain, procedural pain, rash macular, scar pain, stress, urinary tract infection, vaginal discharge, vaginal hemorrhage and weight increased to be related to essure. The reporter commented: consumer stated that after surgery her symptoms mostly resolved. After hysterectomy or just tubes removal, she felt better and all or most symptoms were gone.r ostium w/ 3 coils visible, then into l ostium w/ 2 coils visible. Patient tolerated procedure well. Cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Ultrasound abdomen - on (B)(6) 2013: bilateral essure noted. Ultrasound scan vagina - on (B)(6) 2014: essure in place. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : decreased libido, pelvic pain, menorrhagia, migraine. Concerning the injuries reported in this case, the following one/ones were described in social media : asthenia and palpitation. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received: new event tiny little red dots on body was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("severe abnormal heavy bleeding") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, asthma, painful intercourse and dysuria. Family history included asthma (maternal grandmother), cancer (maternal grandmother) and diabetes (paternal grandmother). Concomitant products included budesonide w/formoterol fumarate (symbicort) since (B)(6)2011, bupropion (wellbutrin) from 2012 to 2016, cabergoline since 2012, eugynon (seasonale), levothyroxine sodium (synthroid), marvelon (desogen) since (B)(6)2008, nitrofurantoin (macrobid) from (B)(6) 2011 to (B)(6)2011, phentermine from(B)(6)2008 to (B)(6)2012, progesterone (prometrium) from (B)(6)2011 to (B)(6)2011, salbutamol (proventil) and topiramate (topamax) from (B)(6)2011 to (B)(6)2012. On (B)(6)2008, the patient had essure inserted. In january 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue"). In 2009, the patient experienced hypothyroidism ("hypothyroidism"), libido decreased ("decreased libido") and alopecia ("hair loss"). In january 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In 2010, the patient experienced weight increased ("weight gain"). In 2011, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), vaginal discharge ("vaginal discharge"), arthralgia ("joint pain"), procedural pain ("painful post-operative recovery"), depression ("depression") and stress ("stress"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy)) and surgery (ablation). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal discharge, weight increased, arthralgia, procedural pain, hypothyroidism, libido decreased, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, stress, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue and alopecia had resolved. The reporter considered abdominal pain, alopecia, arthralgia, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypothyroidism, libido decreased, menorrhagia, migraine, nausea, pelvic pain, procedural pain, stress, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: consumer stated that after surgery her symptoms mostly resolved. After hysterectomy or just tubes removal, she felt better and all or most symptoms were gone.r ostium w/ 3 coils visible, then into l ostium w/ 2 coils visible. Patient tolerated procedure well diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : decreased libido, pelvic pain, menorrhagia, migraine. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received: events outcome updated to recovered. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain'), menorrhagia ('abnormal bleeding (menorrhagia), very watery pink blood with mucas'), genital haemorrhage ('severe abnormal heavy bleeding') and adnexal torsion ('right tube was mangled and twisted on itself') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section. Concurrent conditions included obesity, asthma, painful intercourse and dysuria. Family history included asthma (maternal grandmother), cancer (maternal grandmother) and diabetes (paternal grandmother). Concomitant products included from 18-apr-2011 to 10-jun-2011, antibiotics from 10-jun-2011 to 20-jul-2011, budesonide;formoterol fumarate (symbicort) since (B)(6) 2011, bupropion hydrochloride (wellbutrin) from 2012 to 2016, cabergoline since 2012, desogestrel;ethinylestradiol (desogen) since (B)(6) 2008, ethinylestradiol;levonorgestrel (seasonale), ibuprofen, levothyroxine sodium (synthroid), phentermine from 5-nov-2008 to 27-feb-2012, salbutamol (proventil) and topiramate (topamax) from 19-aug-2011 to 27-feb-2012. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping), severe pain in my right side, it comes every month before and during ovulation, it radiated through to my back and up side"), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue"). In 2009, the patient experienced hypothyroidism ("hypothyroidism/low thyroid"), libido decreased ("decreased libido"), depression ("depression") and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In 2010, the patient was found to have weight increased ("weight gain, I haven't lost any weight "). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In 2011, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), adnexal torsion (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), arthralgia ("joint pain, hip pain"), procedural pain ("painful post-operative recovery"), stress ("stress"), abdominal distension ("bloating, look like 9 months pregnant, I'm still bloated"), abdominal rigidity ("its tight and uncomfortable"), abdominal discomfort ("its tight and uncomfortable"), coital bleeding ("bleeding after sex"), bowel movement irregularity ("sometimes bowel movement"), nervousness ("nervous"), mood swings ("mood swings"), abdominal pain upper ("still sore in my stomach area though"), musculoskeletal chest pain ("pain on my right side up near my ribs when I take deep breath"), flank pain ("severe pain in my right side"), adnexa uteri pain ("severe pain in my right side, hurts where my ovary is"), pain ("pain radiates through back"), scar pain ("while I get up from sitting a while the area around my belly button scar hurts on inside"), asthenia ("my energy is better"), palpitations ("heart palpitations"), muscle spasms ("cramping") and rash macular ("tiny little red dots on body"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy) on (B)(6) 2015, ablation done and ablation on (B)(6) 2011). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, vaginal discharge, arthralgia, procedural pain, hypothyroidism, libido decreased, vaginal haemorrhage, urinary tract infection, depression, stress, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, adnexa uteri pain and pain had resolved, the adnexal torsion, abdominal rigidity, abdominal discomfort, coital bleeding, bowel movement irregularity, nervousness, musculoskeletal chest pain, flank pain, scar pain, palpitations, muscle spasms and rash macular outcome was unknown, the weight increased, abdominal distension and abdominal pain upper had not resolved and the alopecia, mood swings and asthenia was resolving. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain upper, abdominal rigidity, adnexa uteri pain, adnexal torsion, alopecia, arthralgia, asthenia, bowel movement irregularity, coital bleeding, depression, dysmenorrhoea, dyspareunia, fatigue, flank pain, genital haemorrhage, headache, hypothyroidism, libido decreased, menorrhagia, migraine, mood swings, muscle spasms, musculoskeletal chest pain, nausea, nervousness, pain, palpitations, pelvic pain, procedural pain, rash macular, scar pain, stress, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: consumer stated that after surgery her symptoms mostly resolved. After hysterectomy or just tubes removal, she felt better and all or most symptoms were gone.r ostium w/ 3 coils visible, then into l ostium w/ 2 coils visible. Patient tolerated procedure well. Cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Ultrasound abdomen - on (B)(6) 2013: bilateral essure noted. Ultrasound scan vagina - on (B)(6) 2014: essure in place. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : decreased libido, pelvic pain, menorrhagia, migraine. Concerning the injuries reported in this case, the following one/ones were described in social media : asthenia and palpitation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain'), menorrhagia ('abnormal bleeding (menorrhagia), very watery pink blood with mucas'), genital haemorrhage ('severe abnormal heavy bleeding') and adnexal torsion ('right tube was mangled and twisted on itself') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section. Concurrent conditions included obesity, asthma, painful intercourse and dysuria. Family history included asthma (maternal grandmother), cancer (maternal grandmother) and diabetes (paternal grandmother). Concomitant products included from (B)(6) 2011 to (B)(6) 2011, antibiotics from (B)(6) 2011 to (B)(6) 2011, budesonide;formoterol fumarate (symbicort) since 24-feb-2011, bupropion hydrochloride (wellbutrin) from 2012 to 2016, cabergoline since 2012, desogestrel;ethinylestradiol (desogen) since (B)(6) 2008, ethinylestradiol;levonorgestrel (seasonale), ibuprofen, levothyroxine sodium (synthroid), phentermine from 5-nov-2008 to 27-feb-2012, salbutamol (proventil) and topiramate (topamax) from 19-aug-2011 to 27-feb-2012. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping), severe pain in my right side, it comes every month before and during ovulation, it radiated through to my back and up side"), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue"). In 2009, the patient experienced hypothyroidism ("hypothyroidism"), libido decreased ("decreased libido"), depression ("depression") and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In 2010, the patient was found to have weight increased ("weight gain, I haven't lost any weight "). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In 2011, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), adnexal torsion (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), arthralgia ("joint pain, hip pain"), procedural pain ("painful post-operative recovery"), stress ("stress"), abdominal distension ("bloating, look like 9 months pregnant, I'm still bloated"), abdominal rigidity ("its tight and uncomfortable"), abdominal discomfort ("its tight and uncomfortable"), coital bleeding ("bleeding after sex"), bowel movement irregularity ("sometimes bowel movement"), nervousness ("nervous"), mood swings ("mood swings"), abdominal pain upper ("still sore in my stomach area though"), musculoskeletal chest pain ("pain on my right side up near my ribs when I take deep breath"), flank pain ("severe pain in my right side"), adnexa uteri pain ("severe pain in my right side, hurts where my ovary is"), pain ("pain radiates through back"), scar pain ("while I get up from sitting a while the area around my belly button scar hurts on inside") and asthenia ("my energy is better"). The patient was treated with antibiotics and surgery ((hysterectomy with bilateral salpingectomy) on (B)(6) 2015, ablation on (B)(6) 2011). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, vaginal discharge, arthralgia, procedural pain, hypothyroidism, libido decreased, vaginal haemorrhage, urinary tract infection, depression, stress, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, adnexa uteri pain and pain had resolved, the adnexal torsion, abdominal rigidity, abdominal discomfort, coital bleeding, bowel movement irregularity, nervousness, musculoskeletal chest pain, flank pain and scar pain outcome was unknown, the weight increased, abdominal distension and abdominal pain upper had not resolved and the alopecia, mood swings and asthenia was resolving. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain upper, abdominal rigidity, adnexa uteri pain, adnexal torsion, alopecia, arthralgia, asthenia, bowel movement irregularity, coital bleeding, depression, dysmenorrhoea, dyspareunia, fatigue, flank pain, genital haemorrhage, headache, hypothyroidism, libido decreased, menorrhagia, migraine, mood swings, musculoskeletal chest pain, nausea, nervousness, pain, pelvic pain, procedural pain, scar pain, stress, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: consumer stated that after surgery her symptoms mostly resolved. After hysterectomy or just tubes removal, she felt better and all or most symptoms were gone.r ostium w/ 3 coils visible, then into l ostium w/ 2 coils visible. Patient tolerated procedure well. Cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Ultrasound abdomen - on (B)(6) 2013: bilateral essure noted. Ultrasound scan vagina - on (B)(6) 2014: essure in place. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : decreased libido, pelvic pain, menorrhagia, migraine. Concerning the injuries reported in this case, the following one/ones were described in social media : asthenia. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-oct-2019: social media document received : new event "my energy is better" added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain'), menorrhagia ('abnormal bleeding (menorrhagia), very watery pink blood with mucas'), genital haemorrhage ('severe abnormal heavy bleeding') and adnexal torsion ('right tube was mangled and twisted on itself') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section. Concurrent conditions included obesity, asthma, painful intercourse and dysuria. Family history included asthma (maternal grandmother), cancer (maternal grandmother) and diabetes (paternal grandmother). Concomitant products included from (B)(6) 2011, antibiotics from (B)(6) 2011, budesonide;formoterol fumarate (symbicort) since (B)(6) 2011, bupropion hydrochloride (wellbutrin) from 2012 to 2016, cabergoline since 2012, desogestrel;ethinylestradiol (desogen) since (B)(6) 2008, ethinylestradiol;levonorgestrel (seasonale), ibuprofen, levothyroxine sodium (synthroid), phentermine from 5-nov-2008 to 27-feb-2012, salbutamol (proventil) and topiramate (topamax) from 19-aug-2011 to 27-feb-2012. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping), severe pain in my right side, it comes every month before and during ovulation, it radiated through to my back and up side"), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue"). In 2009, the patient experienced hypothyroidism ("hypothyroidism"), libido decreased ("decreased libido"), depression ("depression") and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In 2010, the patient was found to have weight increased ("weight gain, I haven't lost any weight "). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In 2011, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), adnexal torsion (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), arthralgia ("joint pain, hip pain"), procedural pain ("painful post-operative recovery"), stress ("stress"), abdominal distension ("bloating, look like 9 months pregnant, I'm still bloated"), abdominal rigidity ("its tight and uncomfortable"), abdominal discomfort ("its tight and uncomfortable"), coital bleeding ("bleeding after sex"), bowel movement irregularity ("sometimes bowel movement"), nervousness ("nervous"), mood swings ("mood swings"), abdominal pain upper ("still sore in my stomach area though"), musculoskeletal chest pain ("pain on my right side up near my ribs when I take deep breath"), flank pain ("severe pain in my right side"), adnexa uteri pain ("severe pain in my right side, hurts where my ovary is"), pain ("pain radiates through back"), scar pain ("while I get up from sitting a while the area around my belly button scar hurts on inside"), asthenia ("my energy is better") and palpitations ("heart palpitations"). The patient was treated with antibiotics and surgery ((hysterectomy with bilateral salpingectomy) on (B)(6) 2015, ablation done and ablation on (B)(6) 2011. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, vaginal discharge, arthralgia, procedural pain, hypothyroidism, libido decreased, vaginal haemorrhage, urinary tract infection, depression, stress, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, adnexa uteri pain and pain had resolved, the adnexal torsion, abdominal rigidity, abdominal discomfort, coital bleeding, bowel movement irregularity, nervousness, musculoskeletal chest pain, flank pain, scar pain and palpitations outcome was unknown, the weight increased, abdominal distension and abdominal pain upper had not resolved and the alopecia, mood swings and asthenia was resolving. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain upper, abdominal rigidity, adnexa uteri pain, adnexal torsion, alopecia, arthralgia, asthenia, bowel movement irregularity, coital bleeding, depression, dysmenorrhoea, dyspareunia, fatigue, flank pain, genital haemorrhage, headache, hypothyroidism, libido decreased, menorrhagia, migraine, mood swings, musculoskeletal chest pain, nausea, nervousness, pain, palpitations, pelvic pain, procedural pain, scar pain, stress, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: consumer stated that after surgery her symptoms mostly resolved. After hysterectomy or just tubes removal, she felt better and all or most symptoms were gone.r ostium w/ 3 coils visible, then into l ostium w/ 2 coils visible. Patient tolerated procedure well cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Ultrasound abdomen - on (B)(6) 2013: bilateral essure noted. Ultrasound scan vagina - on (B)(6) 2014: essure in place. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : decreased libido, pelvic pain, menorrhagia, migraine. Concerning the injuries reported in this case, the following one/ones were described in social media : asthenia and palpitation. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 14-jan-2020: fu 10 and 11 processed together. Social media received- new event heart palpitations was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain'), menorrhagia ('abnormal bleeding (menorrhagia), very watery pink blood with mucus'), genital haemorrhage ('severe abnormal heavy bleeding') and adnexal torsion ('right tube was mangled and twisted on itself') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section. Concurrent conditions included obesity, asthma, painful intercourse and dysuria. Family history included asthma (maternal grandmother), cancer (maternal grandmother) and diabetes (paternal grandmother). Concomitant products included from (B)(6) 2011 to (B)(6) 2011, antibiotics from (B)(6) 2011 to (B)(6) 2011, budesonide; formoterol fumarate (symbicort) since (B)(6) 2011, bupropion hydrochloride (wellbutrin) from 2012 to 2016, cabergoline since 2012, desogestrel;ethinylestradiol (desogen) since (B)(6) 2008, ethinylestradiol;levonorgestrel (seasonale), ibuprofen, levothyroxine sodium (synthroid), phentermine from (B)(6) 2008 to (B)(6) 2012, salbutamol (proventil) and topiramate (topamax) from (B)(6) 2011 to (B)(6) 2012. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping), severe pain in my right side, it comes every month before and during ovulation, it radiated through to my back and up side"), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue"). In 2009, the patient experienced hypothyroidism ("hypothyroidism"), libido decreased ("decreased libido"), depression ("depression") and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In 2010, the patient was found to have weight increased ("weight gain, I haven't lost any weight "). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In 2011, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), adnexal torsion (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), arthralgia ("joint pain, hip pain"), procedural pain ("painful post-operative recovery"), stress ("stress"), abdominal distension ("bloating, look like 9 months pregnant, I'm still bloated"), abdominal rigidity ("its tight and uncomfortable"), abdominal discomfort ("its tight and uncomfortable"), coital bleeding ("bleeding after sex"), bowel movement irregularity ("sometimes bowel movement"), nervousness ("nervous"), mood swings ("mood swings"), abdominal pain upper ("still sore in my stomach area though"), musculoskeletal chest pain ("pain on my right side up near my ribs when I take deep breath"), flank pain ("severe pain in my right side"), adnexa uteri pain ("severe pain in my right side, hurts where my ovary is"), pain ("pain radiates through back"), scar pain ("while I get up from sitting a while the area around my belly button scar hurts on inside"), asthenia ("my energy is better"), palpitations ("heart palpitations") and muscle spasms ("cramping"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy) on (B)(6) 2015, ablation done and ablation on (B)(6) 2011). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, vaginal discharge, arthralgia, procedural pain, hypothyroidism, libido decreased, vaginal haemorrhage, urinary tract infection, depression, stress, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, adnexa uteri pain and pain had resolved, the adnexal torsion, abdominal rigidity, abdominal discomfort, coital bleeding, bowel movement irregularity, nervousness, musculoskeletal chest pain, flank pain, scar pain, palpitations and muscle spasms outcome was unknown, the weight increased, abdominal distension and abdominal pain upper had not resolved and the alopecia, mood swings and asthenia was resolving. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain upper, abdominal rigidity, adnexa uteri pain, adnexal torsion, alopecia, arthralgia, asthenia, bowel movement irregularity, coital bleeding, depression, dysmenorrhoea, dyspareunia, fatigue, flank pain, genital haemorrhage, headache, hypothyroidism, libido decreased, menorrhagia, migraine, mood swings, muscle spasms, musculoskeletal chest pain, nausea, nervousness, pain, palpitations, pelvic pain, procedural pain, scar pain, stress, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: consumer stated that after surgery her symptoms mostly resolved. After hysterectomy or just tubes removal, she felt better and all or most symptoms were goner ostium w/ 3 coils visible, then into l ostium w/ 2 coils visible. Patient tolerated procedure well cross referenced with plaintiff case number: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Ultrasound abdomen - on (B)(6) 2013: bilateral essure noted. Ultrasound scan vagina - on (B)(6) 2014: essure in place. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: decreased libido, pelvic pain, menorrhagia, migraine. Concerning the injuries reported in this case, the following one/ones were described in social media: asthenia and palpitation. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event added "cramps", new reporter added based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("severe abnormal heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), arthralgia ("joint pain") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (laparoscopic hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal discharge, weight increased, arthralgia and procedural pain was resolving. The reporter considered abdominal pain, arthralgia, genital haemorrhage, pelvic pain, procedural pain, vaginal discharge and weight increased to be related to essure. The reporter commented: consumer stated that after surgery her symptoms mostly resolved. After hysterectomy or just tubes removal, she felt better and all or most symptoms were gone. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 22-nov-2017: reporter information updated. Outcome of all events was updated from unknown to resolving. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality-safety evaluation received. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain and severe abnormal heavy bleeding. A laparoscopic hysterectomy was performed to remove micro-inserts around 7 years after insertion. Both serious events due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, after the implant procedure consumer presented the events. Given their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Then, a relationship with the reported medical event cannot be totally excluded. Further information will be obtained through the litigation process.